Manufacturer narrative:
UDI no. (B)(4). The device was not returned for evaluation therefore the complaint could not be confirmed. There is not enough information available to be able to provide a root cause analysis since it is not clear of what is meant by ¿lack of slack in the tubing". The root cause for this complaint is undetermined; no further evaluation is possible at this moment. The DHR was reviewed and no anomalies were observed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr (B)(4) and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6) , director of regulatory programs, office of product evaluation and quality and (B)(6) , assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An integra sales specialist reported on behalf of the customer that on (B)(6) 2020, the c7300 cusa clarity quick connect tubing sheared off from the back of the 23khz handpiece due to lack of slack in the tubing during a liver resection. This caused scrub technician to use pliers to get the tubing out of the handpiece. The tubing was not in contact with the patient. There was no patient injury reported. A 15 minute delay was noted as they had to use manual methods to finish the case. There was no adverse consequence as a result of the delay.